Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
Per the expanded evaluation part that was returned had no defects noted. No other parts were returned to test.

Event description:
Tbm received an incident report from the vendor stating the end user was laying in the bed with her head elevated and the motor bracket broke causing patient to slam her head, neck, should, and right wrist into the wall. Provider advised consumer was evaluated by the live in nurse but not further medical attention was sought or injuring claimed.

Event description:
(B)(4) received an incident report from the vendor stating the end user was laying in the bed with her head elevated and the motor bracket broke causing patient to slam her head, neck, shoulder, and right wrist into the wall. Provider advised consumer was evaluated by the live in nurse but no further medical attention was sought or injury claimed.